Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. The reported product is not expected to be returned as reporter indicated the device was discarded. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. Customer reported 3 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which it was reported the customer received "scan again in 60" and "scan again in 10" messages on three different occasions while wearing freestyle libre sensors. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.